Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received. This product is distributed by carefusion and manufactured by codan. (B)(4).

Event description:
The customer reported the secondary male luer tip (model a 492) broke off into the smartsite valve on the primary set (model 2420-0007) and caused leaking. A secondary of a chemo pre-med was infusing via a primary of normal saline when the break and leak occurred. The hospital does not use alcohol caps; they swab the smartsite valve with an alcohol pad to disinfect it. There was no pt harm or medical intervention required. Although requested, no additional pt or event details were provided by the customer.